Manufacturer narrative:
Results: a sample was returned for evaluation. To bdj photos and sample of the returned customer sample shows evidence of blood leakage at the bottom of the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6029880. Conclusion: confirmed. Returned sample confirmed customers' indicated failure mode.

Event description:
It was reported that the bd vacutainer® k2edta tube leaked blood during use. No injury or medical intervention.